Event description:
After placement of essure devices, pt had allergic symptoms and disclosed that she had a nickle allergy. Doctor removed the devices during a hysterectomy. No other details were provided.

Manufacturer narrative:
The essure ieu contains the following warning statement: the essure [micro-insert includes nickel-titanium alloy, which is generally considered safe. However, in vitro testing has demonstrated that nickel is released from this device. Pts who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. In addition, some pts may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported for this device include rash, pruritus, and hives. On (B)(4) 2012: several attempts were made to gather additional information to determine if the essure devices caused or contributed to the symptoms exhibited and to determine if the pt's symptoms resolved after device removal. All attempts were unsuccessful. As a conservation measure, we have decided to report this event although we were not able to verify cause and resolution of symptoms.